Manufacturer narrative:
The hvad is used for treatment not diagnosis. The driveline connecter ((B)(4)) was not returned to manufacturer because it remains implanted. Analysis of the driveline confirmed the reported damaged driveline connector nut had become unscrewed. At the time of the event, repair tape was already present from a previous driveline repair over the strain relief. This previous repair was removed and a driveline connector repair was performed by a manufacturer's representative with no reported patient injury. A preliminary review of the log files indicated that the pump was stopped for just over seven minutes. The manufacturer has opened an internal investigation to evaluate the loosening of the driveline connector. The most probable root cause of driveline loose connector is a reduction in bonding strength of the connector assembly and increasing the gap between the front and rear connector bodies during the manufacturing assembly process, which causes a decrease in the rear connector body removal torque (force). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (strain relief recessed out of connector). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that the connector became unscrewed and a momentary vad stop occurred. It was stated that the patient was able to reconnect, and hand tightened the connector. It said that the connector was intact but loose, repair tape was placed over the strain relief from previous repair. Repair was done on driveline on (B)(6) 2013 by manufacturer representative, which included removal of previous sheath repairs, loosed connector to expose threads, applied loctite thread locker and tightened connector, backfilled strain relief with "rtv", and reapplied rescue tape over strain relief and driveline. No additional information available.